Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that (B)(6) , 2023, the patient underwent an open reduction internal fixation (orif) surgery for a femoral trochanteric fracture. After connecting the blade to the impactor and connecting screw, the surgeon attempted to insert the blade by passing it through a 3.2 mm guide wire, but the guide wire got stuck with the connection parts of the blade, impactor and connecting screw, and the blade could not be inserted. Even after several attempts, the blade could not be inserted. Therefore, the surgeon disassembled the 3 products and confirmed if the guide wire could pass through each of the products. After confirming the guide wire could pass through all 3 products, the surgeon connected them again and reinserted. However, the guide wire got stuck with the connection parts of the 3 products again. It was explained to the surgeon that the connecting screw may have distortions, and the surgeon made minor adjustments and successfully inserted the blade. The surgery was completed successfully with approximately five (5) minutes delay. No further information is available. This report is for one (1) 3.2mm guide wire 400mm this is report 4 of 5 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history part # 357.399s, lot # 139l839, manufacturing site: werk selzach, release to warehouse date: 15 feb 2023 , expiration date: 01 feb 2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 357.399, non-sterile lot # 4014p32, manufacturing site: werk selzach, release to warehouse date: 14 jan 2023, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.